Event description:
According to the info at hand the pt complained about the establishment of unspecific pain immediately after placement of a xive plus d 4.5/l 11. Therefore, the dentist decided to explant the implant 7 months after insertion.

Manufacturer narrative:
The available info contains no details about the pt's medical history except that there are no indications for the likelihood of other allergies. The documentation indicates that neither any further investigations with regard to the suspected allergy have been performed nor any medications related to allergies have been prescribed. Furthermore, there are no detailed info about the surgical site or an x-ray to verify the position of the implant in relation to the mandibular nerve are available (implant was placed (B)(6)). Therefore, various reasons, e.g infection, trauma of the nerve could be considered to lead to the symptoms. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted when they become available.